Event description:
It was reported that two days post-implant, this right ventricular (rv) lead exhibited undersensing and loss of capture. During the revision procedure, the lead was repositioned several times but capture could not be obtained. The lead was removed and a new lead of the same model was implanted successfully. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that two days post-implant, this right ventricular (rv) lead exhibited undersensing and loss of capture. During the revision procedure, the lead was repositioned several times but capture could not be obtained. The lead was removed and a new lead of the same model was implanted successfully. No additional adverse patient effects were reported. The explanted lead was returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the loss of capture and undersensing observed clinically.